Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. Reportedly, customer declined troubleshooting and reverted to manual injections for alternate insulin therapy.